Event description:
Patient reported "progressive increase in volume" and an intra/extra capsular rupture, diagnosed by MRI and ultrasound. Left side. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, edema, and anxiety - product/procedure.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, edema, and anxiety - product/procedure.

Event description:
Patient reported "progressive increase in volume" and an intra/extra capsular rupture, diagnosed by MRI and ultrasound. Left side. Device explanted.